Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed in june 2010 and performed to specification up to the 5th october 2014. The device failed a self-test due to a low battery on the 12th october 2014. A fresh pad-pak was installed on the 13th october 2014 and the device passed a self-test, the device performed to specification up to the 31st may 2015. Multiple manual power ups of mainly of ten minutes duration were recorded between (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.